Manufacturer narrative:
The device was not returned to the manufacturer for investigation. The lot history review (lhr) for lot# p20264 was conducted, which confirmed that there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Ureteral perforation is a known risk of ureteroscopy (urs) procedures, including the sure procedure. Ureteral perforations have been documented to occur in up to 7% of urs procedures and pcnl.

Event description:
On (B)(6) 2025, an 86-year-old female patient with prior ureteral mucosal tenting underwent the sure procedure with the cvac system. Per the treating physician, the patient was not a good candidate for pcnl and was pre-stented for a few weeks prior to undergoing the procedure. During the procedure, the surgeon was able to insert a 12/14 navigator access sheath (boston scientific) before inserting the cvac device. The physician had difficulty maneuvering the cvac device past the upj, however was able to gain access to the renal pelvis. Upon withdrawing the cvac device back into the proximal ureter, a small ureteral tear was observed 20 minutes into the procedure. The decision was made to stop the procedure and a stent was placed. Neither active aspiration nor lasering of the stone was performed with the cvac system. The patient remained stented, 9 weeks, through the next follow up visit with the physician.